Event description:
A falsely elevated troponin I result of 4.78 ng/ml was obtained. The reuslt was not reported to the physician. The sample was retested on an alternate methodology and results of 0.38 and 0.40 ng/ml were obtained. The sample was retested on the same instrument and a result of 0.53 ng/ml was obtained. Patient treatment was not prescribed or altered and there was no report of adverse health consequences as a result of the falsely elevated troponin I result. The most likely cause for the falsely elevated troponin I result is hm maintenance.